Event description:
A report was received that alleged the tracheostomy tube was leaking at the cuff after 3-4 hours in situ. Replacement was required. No permanent adverse effects reported.

Manufacturer narrative:
One used product sample was received for evaluation. Upon pressurization, the cuff was found to have an l-shaped tear measuring approximately 2 millimeters in length located near the maximum diameter of the cuff. The location and physical characteristics of the tear are consistent with having been damaged, most likely while it was inflated. This type of damage can be caused by mishandling of the device either during patient placement, examination of the device, or having been moved while inflated. Manufacturing performs 100% inflation testing of the cuffs and had the tear been there at that time, would have been detected. Thickness of the cuff wall showed no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.